Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The clinician was training the patient at the clinic on (B)(6) 2020, and the sensor did not deploy as expected. Upon removal of the sensor pod from the abdomen, no portion of the wire was visible. The medical doctor performed an x-ray at the clinic which showed no evidence of a retained sensor wire. At the time or report, the patient was in good condition. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.